Event description:
It was reported that this right ventricular lead was explanted due to unknown reasons after two month of being implanted. New lead was implanted. No additional adverse patient effects were reported.